Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The unit passed all functional checks, and audible alarms passed. Follow-up information provided by a nurse at the user facility revealed that no product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. No alarms or messages were generated by the 2008t hd machine. Functional testing performed by the res confirmed that the unit was operating properly. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the adverse event.

Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
An outpatient dialysis facility registered nurse (rn) called technical support to request an evaluation of the fresenius 2008k hemodialysis machine in use during a patient adverse event. The nurse reported that the patient complained of nausea approximately one hour into the hemodialysis (hd) treatment. The patient's blood pressure dropped, so a 200ml bolus of normal saline was administered. At that time, the patient began to feel short of breath; emergency services (911) were contacted and an ambulance was requested. Prior to the arrival of the emergency medical services (ems), the patient became unresponsive and ceased breathing. Cardiopulmonary resuscitation (CPR) was administered. The patient was transferred, and then admitted into the hospital. While hospitalized, the patient had stents replaced. After being discharged, the patient continued to receive their normal hd treatments without issue. Follow-up information was provided by the nurse overseeing the patient and treatment when the incident occurred. Reportedly, the patient required hospitalization due to prior cardiac issues unrelated to the dialysis treatment. As a result of the patient's heart issues, the patient experienced a cardiac ischemia within the first hour after initiation of the hemodialysis (hd) treatment. The nurse confirmed that the only fresenius product in use at the time of this event was the 2008k hd machine. Furthermore, the nurse confirmed that no product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. No alarms or messages were generated by the 2008k hd machine and no patient blood loss occurred. Functional checks performed by the fresenius regional equipment specialist (res) confirmed the unit was operating properly. The unit remains in use with no further reported issues.